Event description:
During implant procedure, the physician noted that the silicone seal covering the set screw on the device header was missing. A new device was implanted and the patient was in stable condition.

Manufacturer narrative:
The reported field event of missing septum was confirmed in the lab. The device was at elective replacement indicator (eri) when received. Longevity calculation showed the battery depletion was normal based upon programmed settings and usage data. The device was tested on the bench using test leads and resistors; test leads were fully inserted and secured. Telemetry, sensing, pacing, pacing lead impedance (pli), high voltage lead impedance (hvli), patient notification, and high voltage shock were tested. No anomaly was detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the field event remains undetermined.